Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy.  The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. The cause of the peritonitis was unknown. The patient was hospitalized the same day for the event. The reporter stated that the patient received an unspecified treatment for the peritonitis for seven days within their hospital stay. The start and end dates of the peritonitis treatment were not reported. The patient died at the hospital 14 days after being admitted. Capd therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of birth was not available; however, the reporter stated that the patient was born in 1944. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.